Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the monopolar curved scissors cable tore at the end of the surgery and therefore was not replaced with another instrument. The procedure was completing as planned with no reported injury.